Event description:
On (B)(6) 2022 the patient was implanted with the nalu peripheral nerve stimulator system. Patient subsequently presented to the physician with complaints of pain at the site of the implant anchors. Evaluation found that the anchors were implanted too superficially and were the cause of the patient discomfort. Patient was scheduled for surgical revision on (B)(6) 2023 to remove the anchors. On the morning of the procedure, the patient requested to have a full system explant. System was explanted, no reports of complications.